Event description:
During a voice of customer study the following feedback was received: clinician (radiologic technician) was pointing to example nexiva diffusics product and explaining that leakage can occur during power injection at the interface with a connector (maxzero) if it's not screwed on tight. Clinican later stated that it's more of a problem with the "angio" devices which require a connector but pointed to iag family product picture. Comment observed during a voice of customer research study. Comment was general in nature. Clinician was not referencing a specific event. Unclear whether it was specific to the interface between the nexiva diffusics and the maxzero connector or if she was just using that device as an example of a general situation. Unclear wich iag family product & which connector was having a problem. Possible that there was some confusion about which device was having the problem.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.